Manufacturer narrative:
It was reported that the patient was using the catheter for a chronic condition and the current catheter was placed on (B)(6) 2022. The patient was reported to have dementia and pulled out the catheter with the balloon inflated one week later which resulted in the balloon shredding. The facility evaluated the patient and the catheter and determined that there was no serious injury that occurred or follow up care that was needed. A new catheter was placed without incident. The sample is not available to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient pulled out the foley catheter with the balloon inflated which resulted in the balloon shredding. A new catheter was placed without incident.